Manufacturer narrative:
(B)(4). D10: item# 406209; lot# 4306778. H6: proposed component code - mechanical (g04) - impactor. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder procedure, the impactor and the extractor both broke on the back table. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the impactor was returned with an incorrect impactor tip threaded onto the handle. The correct impactor tip (110028055-02) is to be black in color and is different geometry than returned tip. The incorrect impactor tip returned on device is confirmed to be fractured. There are indentations on the strike plate end. Nicks and scratches are present all around the impactor handle. No other damage was noted during visual evaluation. Device has an approximate field age of 6.5 years. The features of the fracture surface visually align with which a bending overload fracture failure mode was identified. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. For the impactor, per product design, the pad is attached to the handle with medical grade epoxy and is not designed to be removed as it is approved for effective cleaning and sterilization in its assembled form. Per IFU, the majority of surgical instruments and trial prostheses instruments are constructed in such a way that they will not require disassembly. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. The reported event is confirmed with product return. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.